Manufacturer narrative:
B5: additional information received via email from customer and attached by smiths medical in complaint on (B)(6) 2021: there was no patient involvement with this pump, the issue happened during testing. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the device intact. The customer stated problem was not duplicated. The device's delivery accuracy was running at three different tests, all of the test were found to be in factory specifications for accuracy. No faults found with the pump. The root cause could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records., corrected data: h6: event problem and evaluation codes: corrections after device evaluation.

Event description:
Information was received indicating that this smiths medical cadd solis vip pump experienced under infusion. No adverse effects reported.